Event description:
On september 22, 2006 the lay user/patient contacted lifescan alleging an inaccuracy erratic issue, error 2, error 4, and error 5 with her one touch ultrasmart meter, which was requested back to lifescan for issues that were previously reported. The medical affairs specialist (mas) sent a letter on september 25, 2006 since the patient cannot be reached by telephone. The mas listened to the call between the patient and the customer care advocate to obtain/verify the following information. The patient was waiting for her replacement meter for the reported meter. In the mean time, she attempted to test on the reported meter on september 22, 2006 at 3am but she was getting error messages (error 2, error 4, and error 5). She called a lady to bring her own meter over so she can test on another device. The patient stated that she got a "30 mg/dl" on another meter and felt like she was going to pass out. The lady gave her "two cold drinks to bring her blood glucose up." Prior to developing the symptoms (date/times were not specified), she obtained "254 and 157 mg/dl" on her meter and did not specify what actions she took after obtaining these meter readings. The patient was also concerned that her meter was reading erratically because her meter read "254, 119 and 165 mg/dl" but the date/times were not specified. The patient also stated that the test strips looked like they have been used and have been wipe off. She denied receiving any further medical attention or treatment due to alleged issues. This complaint is being reported because the patient was unable to test while experiencing low blood glucose. The alleged issues were not resolved over the phone through troubleshooting. The meter, test strips, and control solution have been replaced from a complaint that was previously reported.